Manufacturer narrative:
Concomitant products: product ID 389033, lot# j0340451v, implanted: (B)(6) 2003, explanted: (B)(6) 2013, product type lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2013, product type extension; product ID 7434a, serial# (B)(4), implanted: (B)(6) 2013, product type programmer, patient; product ID 389033, lot# j0340451v, implanted: (B)(6)2003, explanted: (B)(6) 2013, product type lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2013, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was being replaced due to normal end of life (eol). It was noted that when the ins went empty the patient felt a ¿pop¿ between their shoulder blades and then it stopped working. Additional information received reported that two month prior to report the patient was woken up in the middle of the night with intense burning pain and jolt across her shoulder blades. It was noted that the patient felt this pain at the lead and extension connection site, which was around the ¿bra-strap¿ area on patient. It was further noted that after that incident the patient no longer felt stimulation. It was noted that the patient had a cervical lead. It was further noted that the patient thought it was her heart and had that checked out and then saw the manufacturing representatives. It was noted that prior to this incident the patient had been feeling stimulation normally in neck and around arms. It was noted that there was no known accident or incident related to this complaint.